Event description:
It was reported that the intraocular lens was removed and replaced. The lens was implanted but capsule broke, and doctor had to cut lens out and do an unplanned vitrectomy. The lens was replaced with the back up lens. Reportedly, the surgery went well, and patient was fine. Additional information received stated that the iol was unfolded in the capsular bag. Lri (limbal relaxing incision) was performed. Iol was noted to be decentered. On attempted centering, bag was open and iol almost went posterior. Iol cut out and 3 piece tmf (tecnis multifocal) was placed in sulcus; vitrectomy performed. Patient outcome notes patient required to have emergency glaucoma surgery and permanent impairment was noted. The glaucoma surgery was a complication of the surgical procedure. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens can be identified as tecnis multifocal acrylic one-piece iol with 2.75d add power (zkb) intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is cut in half and both haptics are incomplete. The lens condition is consistent with a lens that was removed from the patient¿s eye. Considering the condition of the lens, additional analysis was not able to be performed. The manufacturing record review was performed. No non-conformance report (ncr) with respect to the final product release process or respect to the sterilization process. No deviation was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.